Event description:
Clinical rationale: a 70-year-old male in scai cardiogenic shock stage e underwent impella 5.5 implantation following vt ablation and post procedural neurological decline, with CT confirming an ischemic (embolic) stroke. The patient had been supported with va ECMO and iabp prior to escalation to impella therapy due to concerns for left ventricular thrombus, which was not visualized on later imaging. Thrombus formation was subsequently noted on the impella inlet cage while anticoagulation was reportedly therapeutic. Based on the available information, the patient¿s hemodynamic instability, the presence of multiple mechanical circulatory support devices, a history of lv thrombus, and an underlying pro thrombotic state may have contributed to the event. At this time, no evidence confirms a device malfunction. Product return is not expected and no device data download was required. The patient remained on impella support at the time of reporting. Thrombus and embolic complications are known risks associated with cardiogenic shock, severe cardiac dysfunction, and mechanical circulatory support, as outlined in the impella instructions for use. Further analysis may be performed if additional information becomes available. Without product return, no evaluation or analysis can be performed. (B)(6) 2026.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was revised. Product was returned d9 was updated. The investigation was completed therefore h6 codes were updated. Investigation summary: peri-procedural adverse event/ thrombosis/ stroke/ ventricular tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details.